Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that multiple occlusions occurred. Reportedly, customer had used cold insulin in the cartridge and pre-filled the cartridges prior to use. Tandem technical support educated the customer this was off label. Customer's blood glucose level was 267 mg/dl. The customer declined further troubleshooting with tandem technical support (cts). Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.